Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the service logs indicated the alarm occurred. The central processing unit was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed, this alarm would have indicated a loss of ability to mechanically ventilate. There was no report of patient involvement.